Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23may2019. Customer found the leak was at the test fitting. Customer resolved the leak and the test passed.

Event description:
Customer contacted technical support (ts) stating that unit failed system leak test. The customer reported there was no patient involvement.